Event description:
It was reported by the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported the patient was hospitalized due to peritonitis. The cause was unknown. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with peritonitis symptoms (unspecified). The clinic was not staffed resulting in the patient being advised to go directly to the hospital. The patient was admitted with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization or peritonitis event. The patient remained hospitalized at the time of the follow-up.